Manufacturer narrative:
Device evaluated by MFR.: the nc emerge mr, ous 2.00mm x 15mm device was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the hypotube identified no issues. A detailed microscopic examination of the balloon material identified a 12mm longitudinal tear. Examination of the extrusion shaft noted the inner lumen was stretched within the balloon. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 17dec2024. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was being performed. The 66% stenosed target lesion was located in a severely calcified lesion in the middle of the right coronary artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for treatment but failed to pass through the lesion. The procedure was completed with another of the same device without any patient complications reported, and the patient's status was stable. However, returned device analysis revealed a balloon longitudinal tear.